Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The no disposable alarm was unable to be verified. The downstream occlusion sensor was replaced as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited multiple "no disposable, clamp tubing" alarms. The patient switched to their back up pump. No adverse patient effects were reported.